Event description:
A surgeon reports that a pt's corrected visual acuity has decreased from 1.0 (20/20) to 0.6 (20/35) since intraocular lens implant surgery two years ago. Upon examination, the surgeon found a cloudy area on the lens. The lens remains implanted.